Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the headache has resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26564. The patient reported experiencing a spinal headache that had started on (B)(6) 2015, during the patient's post-op appointment on (B)(6) 2015. The physician diagnosed the patient with a csf leak based on her symptoms. The patient was administered IV fluids and IV pain medication.